Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances and loss of capture. The impedances were greater than 3000 ohms in bipolar. In unipolar, the impedances were 350 ohms. At this time, the patient is being monitored and reprogramming has been performed. The lead is suspected to be fractured, but has not been confirmed. No adverse patient effects were reported.